Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed in 2009. According to the complainant, during the procedure, the distal end of the wire loop broke while the physician was pulling it through the abdominal incision. The physician enlarged the incision and pulled the wire through with sterile forceps. All parts of the wire bolster had a crack in it. It was replaced with the round external bolster. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.